Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set would not flow. This occurred during infusion of normal saline solution. The reporter stated that the extension set had been connected to an unspecified primary gravity set and primed without difficulty. The peripheral IV was then inserted into the patient. When the extension set was attached to the peripheral IV, the fluids would not flow. The extension set was removed from the setup to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned inside an open blister pack without its tip protector. Visual inspection was performed with no issues noted. Clear passage and pressure test was performed with no issues noted. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.